Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for active bleed in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip would not detach from the catheter. The nurse attempted to open and close the handle to try and shake off the clip, which resulted in the spring handle breaking, leaving the handle useless. Under guidance, the catheter was repeatedly advanced and withdrawn through the working channel with increasing force until the clip disengaged. The clip eventually released from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of clip difficult to release from catheter.